Event description:
A flo-gard pump was reported to have passed an unknown amount of air while in use on a pt in the ICU. According to reporter, there was no air to the pt and no pt injury in association with this report.